Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). The patient felt they were having difficulty charging their battery and in addition they were getting a surge when changing positions. This was possibly related to the device or therapy and the implant procedure. The patient was reprogrammed on (B)(6) 2018. The patient was using high density programming and that was possibly part of the issue they were having. The event was resolved without sequelae on (B)(6) 2019. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that imaging was performed on (B)(6) 2019 that showed the lead had migrated on the left slightly and the patient had a loss of pain coverage. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient was charging frequently due to their misunderstanding of stimulation. They were using high density stimulation, which was believed to have been the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# :(B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was much better as far as hip pain was concerned, but still had difficulties with their dorsal column stimulator giving them shocks occasionally. It was noted that the event was possibly related to the device or therapy and possibly related to the implant procedure. Interventions taken included reprogramming the neurostimulator on (B)(6) 2018. The outcome of the event was noted to have been resolved with sequelae as of (B)(6) 2019; the patient had surgical revision of the left lead and a battery replacement. No further complications were reported/anticipated.